Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
A review of the recipient's test data indicated impedance issues. A CT scan confirmed electrode migration. The recipient reportedly underwent an attempted reinsertion; however, intraoperative testing was not successful. The recipient's device was explanted. The recipient was re-implanted with another advanced bionics cochlear device.